Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fluids clear inside the device, crease flat, and an opening. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a sharp opening in the valve bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.